Event description:
During an acl repair, the screw sheared off halfway down the shaft in an unusual break when the surgeon was using a bone-to-bone graft on a young patient between the age of 15-20 years old with hard bone. The surgeon tapped with a 9mm tap prior to insertion of the screw. Two additional screws were tried with the same result. All screws were removed and the insertion site was retapped with a 9mm tap and a 8mm screw was used to complete the repair. No delay reported and no patient injury or complications resulted.

Manufacturer narrative:
Device was not returned. Therefore, evaluation could not be performed.